Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following a fall, a patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. Reprogramming was unable to restore adequate therapy. X-ray imaging confirmed a lead migration. A lead revision procedure was completed to resolve the reported event and restore therapy. The evoke scs system did not cause or contribute to the patient¿s fall.

Manufacturer narrative:
Additional information: section d9 - date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h11 - manufacturer narrative. The anchor and lead were returned. Visual inspection revealed a cut in the silicone of the anchor sleeve. This damage had likely occurred during the revision procedure. The anchor passed functional testing. An x-ray image was provided, which confirmed the reported event of lead migration. The root cause of the lead migration cannot be definitively determined; however, the patient¿s fall may have contributed to the lead migration. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Correction: section h6 - evaluation codes - removed: deformation problem (3211) and replaced with no device problem found (213).